Manufacturer narrative:
The technician could not duplicate the issue; the technician found the bed to function as designed.

Event description:
The account alleged side rail is not latching. The account alleged that the side rail has fallen a couple of times after putting it in the up position. There were no reported injuries.